Event description:
Boston scientific received information that when the patient, with this recently implanted pacemaker system, presented for follow-up, it was noted that the sutures were exposed, the incision was starting to dehisce and the area was infected. The patient is mentally handicapped and twiddler's syndrome was suspected. An explant procedure was performed and this generator and one lead were successfully explanted. However, two competitor's leads remain implanted and surgically abandoned, as they were not able to be removed, even with laser assistance. At this time, due to multiple issues with the patient, the physician is going to monitor to see how the patient does without a device. It was noted that the patient's previous pacemaker, a competitor's device, had a depleted battery for over one year before the recent generator change took place. The patient's underlying rhythm is junctional in the forties. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.